Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure (cpb), the electronic patient gas system (epgs) displayed a "service gas system" message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no service gas system messages throughout testing. He installed the oxygen (o2) sensor into a electronic patient gas system (epgs). The epgs was then connected to a system 1 simulator and the central control monitor (ccm), with o2 and air attached at 50 pounds per square inch (psi), entered a perfusion screen on the ccm and waited the 15-minute o2 sensor warm-up period. Calibration was initiated and passed. The measurement of the direct current output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.99 volts, within the specification of 0.757-2.551 volts. The epgs was successfully calibrated several more times with no service notifications occurring. The epgs operated over two days as intended.